Manufacturer narrative:
The glidescope, titanium video cable was replaced for the customer, however the customer did not return the video cable for evaluation, therefore the cause of the reported loss of video image could not be determined. Since the video cable is not serialized the device history and the previous history of the video cable could not be reviewed.

Event description:
The customer reported that during a patient procedure, using a glidescope, titanium video cable, the image would intermittently drop. It was reported that the video cable had a crack in it. A five (5) minute delay in the procedure was reported, while preparing a second glidescope avl monitor. No harm to patient or user was reported.